Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The oil mist filter, nylon tubing, and male tube connector were replaced to resolve the odor/smells and haze/mist/vapor issues. Unit meets specifications and was returned to service on 01/25/2016.

Event description:
A customer reported an event of an odor and "smoke cloud" (haze) emitting from the sterrad 100nx sterilizer. Four healthcare workers (hcws) experienced various reactions which included sore throat, scratchy nose and throat, chest pain, itchy, watery and burning eyes, funny taste in mouth, headache, and tingling tongue. The duration of the symptoms lasted from one hour to one day. None of the hcws sought or received any medical attention/treatment and all are reported to be "ok." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The male tube connector was returned and tested. The male tube connector passed all testing. The reason for return of the male tube connector was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited a mist. The reason for return of the oil mist filter was confirmed. The nylon tubing was not returned for functional evaluation. The assignable cause of the haze/mist/vapor and odor/smells issues are the oil mist filter, nylon tubing and male tube connector. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.